Event description:
Observation found during evaluation at bd service center: the sr8 displays a dark vertical line in the ultrasound image.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of probe damage was confirmed. The sr8 displays a dark vertical line in the ultrasound image due to an internal failure within the 32mm probe.